Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. Also a visual inspection was performed on five enlite sensors, one of the five sensors had the cannula retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The four remaining sensors were received with all of the cannulas whole with no broken or missing parts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor was not connecting to the transmitter properly, and when the sensor was removed the electrode was missing. The sensor will be returned for analysis.